Event description:
It was reported by service report that the pt right inner panel is cracked, exposing the pcb board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: cracked siderail panel.